Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that the infusion set was pulled out because the tape was not sticking on (B)(6) 2024. The blood glucose was high after the first infusion set that got pulled. No further information available.